Event description:
Following a successful epic research atrial fibrillation procedure performed on (B)(6) 2025, the patient is alleged to have developed an esophageal fistula resulting in death on (B)(6) 2025. During the procedure there were no alleged performance issues and patient had been discharged.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, the case study and tactisys log files were returned. Log file and case study analysis concluded that the catheter performed as intended. The log files show that the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the files. No power, temperature, contact force, or impedance anomalies were noted during the case study review. For ablations on the posterior wall of the heart, the contact force arrow did not appear to be pointed into the epicardial space. The case study indicated that epicardial lesions were performed on both the anterior and posterior surfaces of the heart. The ablations performed on the posterior wall of the heart were within the recommended power and duration settings. However, ablations on the anterior surface of the heart were noted to be up to 20 seconds at 50w. The tactiflex ablation catheter, sensor enabled instructions for use (IFU) states ¿the consecutive duration of an ablation in a given location (focal and drag lesions) should not exceed the recommended time (e.g. At 50w, the consecutive seconds of ablation energy delivery at a specific site should be 10 seconds or less).¿ additionally, ablations to the left pulmonary vein (lpv) and the roof and floor of the posterior wall were performed up to 45w. The IFU warns ¿application of rf energy on the left atrial posterior wall exceeding 40w in power, or use of contact force =15 g, increases the risk of esophageal perforating complications including atrio-esophageal fistula and death.¿ review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the alleged esophageal fistula and subsequent death.